Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a thorascopic lobectomy, when the pulmonary vein is being severed, the lower half of the I-beam in the nail cartridge used to cut off the blood vessel broke before reaching the blood vessel. It was also reported that the jaws of reload could not be closed tightly. Another reload was used with the same handle to resolve the issue. No patient harm.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the clamp bar was broken off of the loading unit and the cartridge was disengaged. The anvil had been pulled back towards the adapter side. It was reported that the device broke and the jaws of the reload did not close completely. The reported issue was confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.